Event description:
Healthcare professional reported via nbir "infection". This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; a5; a6.

Event description:
Healthcare professional reported via nbir "infection." This record is for the left side. The device has been explanted.